Event description:
It was reported that the endoplege catheter balloon was eccentric and leaking fluid during prep. The device was not used on a patient.

Manufacturer narrative:
If the suspect is returned for evaluation this report will be updated.

Manufacturer narrative:
Expiration date 01/21/11. Device manufacture date 04/21/10. Evaluation results: (B)(4) 2011 - an attempt was made to inflate the device balloon with 2 cc of air, however, the balloon would not inflate. An attempt was made to introduce water through the pressure lumen and no water would go into this lumen. Water was introduced through the infusion lumen and the water flows from where it should. The device was soaked in hot water for 8 hours to try to dislodge anything that would clog the balloon and pressure lumens, however, soaking the device was unsuccessful and still no fluid could be introduced into the pressure and balloon lumens. The lumens are blocked by what appears to be glutaraldehyde. Because the balloon lumen will not inflate the balloon, the eccentricity could not be tested. Visually, there are crystals in the balloon. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Root cause of the balloon eccentricity could not be verified because the balloon lumen is blocked and will not allow the balloon to be inflated. Visually, there are crystals inside of the balloon. The device leaking fluid could not be tested because no fluid could be introduced into the balloon and pressure lumens. Root cause of the event could not be determined. A device history record review was performed for lot 719000 and this device passed all inspections with no nonconformances. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional evaluation: (B)(4) 2011-revised. Evaluation-an attempt was made to inflated the device balloon with 2cc of air however the balloon would not inflate. An attempt was made to introduce water through the pressure lumen and no water was go into this lumen. Water was introduced through the infusion lumen and the water flows from where it should. A small guide wire was put through the balloon lumen to try to unblock the lumen so water could be introduced. After unblocking the lumen 2cc of water was introduced into the balloon lumen and it is noted that there is delamination of the distal balloon bond. The balloon eccentricity could not be tested because the balloon would not hold volume long enough to compare the balloon to the specification. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. Root cause of the balloon eccentricity could not be verified because the balloon keeps leaking and will not hold volume long enough to compare the balloon to the specification. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.